Event description:
The customer reported being involved in an accident and was hospitalized. The blood glucose reading at the time of the call was 36 mg/dl. The customer stated that he was taking other medications for other reasons. The customer stated that the doctor changed his basal rates, and he is using the insulin pump and also taking manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to be complete to the best of our knowledge.